Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 500 mg/dl due to not being able to get insulin for about an hour and half. The customer stated that his temporary basal on is screen might have set it up on accident. The customer treated by giving himself 15 units of insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with programming the pump. The customer declined to troubleshoot for high readings.